Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reaching 339 mg/dl and later decreasing to 311 mg/dl, and the user planned to monitor to ensure insulin was working; subsequent reports indicated return to target range later that day. Investigation included review of device-reported data and case follow-up. Further investigation of this case revealed no device malfunction and that glucose values returned to range per reports. Symptoms included elevated blood glucose without ketoacidosis, or other acute complications. Outcomes included no emergency treatment, no hospitalization, and self-management with monitoring. It was concluded that, based on previously established findings for similar reports, the event was hyperglycemia with unclear cause and that the device functioned as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.